Manufacturer narrative:
Patient information was not provided for reporting. Device malfunctioned intraoperative. Device was not implanted/explanted. Reporter facility and contact information was not provided. Device is not distributed in the united states but is similar to device marketed in the USA. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent vertebroplasty surgery in 3 levels. During the surgery, as the surgery inserted the needled, vertecem+ cement package was opened and started to mix cement. It was noted that the cement could not be mixed and the handle became stuck into the device. Second vertecem+ cement package was opened but while filling the syringe, the upper part of the device broke and separated from the mixer. Patient and surgery outcome were not reported. This report is for one (1) vertecem v+ cement kit. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part# 07.702.016s, lot# 7c53190. Manufacturing location: selzach, release to warehouse date: jun 14, 2017, expiration date: mar 01, 2020. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed. Supplied kits were analysed in our laboratory. There is no definite cause for the problem detectable. Retain samples of the affected batches have been tested as part of previous evaluations without any deviations. Also, the checked documentation of the affected batches shows no deviation. No product fault could be detected. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that patient is healthy and can take care of herself before and after surgery. Patient outcome is as expected. Surgeon is satisfied with surgery result, and surgery outcome is excellent. Procedure was completed successfully.